Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm had lost some of it was loudness, up and down buttons had to press multiple times and batteries only lasting two to three. Customer's blood glucose value was unknown. Customer declined to report helpline portal. The device will not be returned for analysis.